Event description:
The advocate stated her husband received a blood glucose reading of 289mg/dl on the contour next link, retested on a different meter and the reading was 112mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for investigation. A new kit was sent to the customer.